Event description:
Iegm transmission over home monitoring revealed noise on the rv lead resulting in detection of vf. The future disposition of the lead is not yet decided. On (B)(6) 2012 - we were informed that this lead was capped on (B)(6) 2012.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.